Event description:
The contact stated that, the customer's blood glucose was tested using his contour and an assure meter. The contour read 193 mg/dl, while the assure meter read 97 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the contact for further troubleshooting of the system. No product will be returned.